Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears of the -03 top component deformed and broken. Microscopic examination of the -03 peek top component scalloped features did identify and witness marks, suggesting possible physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra operatively 2 cages were broke while impacted. The peek part was cracked off where the implant inserter connected. The device came in contact with the patient. No fragment of broken cage were remained in patient. No patient complications were reported due to this event.